Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited high capture threshold. A fluoroscopy was performed, and it was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.